Event description:
It was reported that the monitors on the 9900 system went blank and the cine images were poor quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated. The ps3 power supply was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.